Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that tracking difficulties over the guidewire occurred. A 4.00 x 38 promus premier drug-eluting stent was selected for use. However, during preparation, the device did not go through a 14 guidewire. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier btk mr 4.00 x 38mm, stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were found to be stretched distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the tip identified damage. A examination of the shaft polymer extrusion found inner polymer extrusion damage 2.5cm proximal to the proximal balloon cone. The 0.014 guidewire was unable to be passed through the device.